Event description:
It was reported that the customer tried to rewind the insulin pump and the casing has cracked open. Nothing further reported.

Manufacturer narrative:
Insulin pump received with end cap broken off, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube. Unable to perform displacement test due to end cap broken off.